Manufacturer narrative:
Upon incoming inspection, the handpiece could not be tested since the device was not working at all. Therefore, the reported complaint of overheating could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported via a manufacturer representative that the device overheated within 1 minute after starting to work. There was no patient involvement.